Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the quick release (qr). The infusion set was in use for one day. No further information available.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-13478), was submitted on 09-sep-2025. Upon completion of the investigation, the manufacturing date was updated as 06-nov-2023. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004097 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004097 was manufactured according to the work instruction (wi) version 77 and manufacturing in the multivac 12 on 06-nov-2023, with a total of (B)(4) units. The sub-assembly, lot 3k04919 was manufactured according to the wi version 26 and manufactured in quickset line, on 05-nov-2023, with a total of (B)(4) units. The sub-assembly, lot 3k04932 was manufactured according to the wi version 26 and manufactured in quickset line, on 02-nov-2023, with a total of (B)(4) units. The sub-assembly, lot 3k04934 was manufactured according to the wi version 26 and manufactured in quickset line, on 03-nov-2023, with a total of (B)(4) units. The sub-assembly gluing of tubing lot 3k04911 was manufactured according to the wi version 38 and manufactured in the gluing line 04, 05, 08, on 01-nov-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.